Event description:
A report was received that the patient had an infection at the midline incision. The physician does not believe the infection was device or procedure related. The patient's incision site was cleaned and antibiotics were prescribed. The patient was reportedly doing fine.

Event description:
A report was received that the patient had an infection at the midline incision. The physician does not believe the infection was device or procedure related. The patient¿s incision site was cleaned and antibiotics were prescribed. The patient was reportedly doing fine.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection at the lead site. The physician believed that the infection was due to the patient's history of mrsa (methicillin-resistant staphylococcus aureus). The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the midline incision. The physician does not believe the infection was device or procedure related. The patient¿s incision site was cleaned and antibiotics were prescribed. The patient was reportedly doing fine.

Manufacturer narrative:
Additional information was received that the patient's infection had been resolved. No further course of action.